Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample when tested with biotestcell 3 on tango infinity. The specificity of the missed antibody is anti-e which was previously identified. The customer provided the supposedly defective product and also the patient sample that had caused a false negative test result. Our quality control laboratory tested the patient sample with the biotestcell 3 sample returned by the customer on tango infinity and yielded a correct positive result. Additionally the complaint sample was tested with different samples and controls. All results were as expected. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was inspected by our field service engineer with no indication for a malfunction.